Event description:
It was reported that the patient has received shocks from the right ventricular lead. The patient stated the physician programmed the device off and back on again. Followup information revealed that the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. The lead could not discriminate supraventricular tachycardia from ventricular tachycardia. It was also noted that r-waves are small. The lead remains in use. It was further reported that the patient stated the device never worked properly, which caused them to be sick and had to be hospitalized. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported further reported by the patient that the device started firing after the patient went through a metal detector and continued firing on the way to the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.